Event description:
Two of our nurses had respiratory and skin reactions to the new chemotherapy gowns we purchased.======================manufacturer response for gown, (brand not provided) (per site reporter).======================they will retrieve the gowns.